Manufacturer narrative:
A definitive cause of the event could not be determined from the info available. It is likely that the guide was damaged as a result of handling during preparation for reuse, either during cleaning or sterilization at the user facility.

Event description:
The surgeon allegedly placed the drill guide through the skin portal onto bone in preparation for drilling a bone hole for the implantation of the first anchor, and on the arthroscopic view, it was observed that there were missing teeth at the tip of the guide. The surgeon reported a 2 min delay in surgery to determine if the teeth had broken off inside this pt. There was no indication that it occurred with this pt and the surgeon reported that there was no evidence of a broken piece of the guide. A new drill guide was used to successfully repair the labrum. There was no injury reported.